Event description:
During a right total hip arthroplasty. An instrument called hip spike was used. One of the 2 spikes broke off and was left in the bone. The surgeon then proceeded to remove the spike from the bone prior to placing the implants. Xray was taken before and after spike was removed.